Event description:
Same MDR ID as 2134265-2014-05903. It was reported that guidewire detachment occurred. A 330cm rotawire¿ and wireclip¿ torquer and a 1.50mm rotalink¿ burr were selected to treat the lesion. Upon platforming, it was noted that the burr cut the wire. The physician pulled the wire completely out of the body and another wire was used to run the burr over the new wire. However, it would not track over the wire, the physician had to use a new burr. The procedure was completed with a different device. There was no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.; the visual and tactile inspection was performed . The device was returned in two sections. Part#1 (proximal section) and part#2 (distal section). The distal section was found kinked at 127.2cm approximately from the distal end. The returned device presents evidence of wear reduction as mode of wire failure. Based on all gathered information, no further actions are considered necessary. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same MDR ID as 2134265-2014-05903. It was reported that guidewire detachment occurred. A 330cm rotawire¿ and wireclip¿ torquer and a 1.50mm rotalink¿ burr were selected to treat the lesion. Upon platforming, it was noted that the burr cut the wire. The physician pulled the wire completely out of the body and another wire was used to run the burr over the new wire. However, it would not track over the wire, the physician had to use a new burr. The procedure was completed with a different device. There was no patient complications reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).